Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the monopolar curved scissor (mcs) instrument tip would not open and the movement was bad. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed, and failure analysis (fa) investigation did not confirm the customer reported complaint. Fa found that the primary failure being unable to reproduce the customer reported complaint. The mcs instrument was placed and driven on an in-house system. The instrument passed the recognition test, engagement test, moved intuitively with full range of motion in all directions, and opened and closed properly. The mcs instrument to be fully functional and no product issue was identified.